Event description:
Healthcare professional reported right side "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "deflation". This record is for right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, five openings on anterior, posterior and radius side assessed, as surgical damage. And one opening on anterior side assessed, as fold flaw opening. Additional observations: crease fold is observed, white particles in shell are observed, wear abrasion is observed.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.